Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a clearlink catheter extension set had leaked during infusion. After repeated access, the valve would remain depressed and resulted in a leak. There was patient involvement, however there was no report of adverse event in association with this event. Additional information was requested but is not available.